Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and found damage to white gasket tubing around front bezel. Rf generator did not fail for grounding pad short but did fail self-test on power up. Cause of s.t.o.p. Failure was an ic on the cpu pcb. Unit passed functional testing after microprocessor ic was reseated in its socket. Socket may have a contact slightly bent, causing intermittent contact with microprocessor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported a grounding pad short and an alarm occurred due to the event. No user injury was reported.